Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specific and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted. Device had minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners and stained address number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 538 mg/dl and had received no delivery alarm. Customer¿s current blood glucose value is 288 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with flex pen. Troubleshooting was done for high blood glucose and under delivery. The customer also states the insulin did exit. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The customer declined to perform high pressure test. The insulin pump will be returned for analysis.